Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found an upstream sensor with low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upsteram occlusion alarms. The upstream sensor was calibrated to correct this condition.